Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "damaged seals" was confirmed, as evidenced by "oil seepage" from the front end of the motor. Reliability engineering determined that the most likely root cause was wear and tear. If additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device had damaged seals. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.